Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the level sensor was displaying "not connected" indication on the safety monitor. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The fsr isolated the reported issue to a faulty alert level sensor. The fsr replaced and tested the alert level sensor. The sensor operated to manufacturer specifications and was returned to clinical use. The suspect alert level sensor was returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.